Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy/sigmoidectomy, at the time of transection of the sigmoid colon in the abdominal cavity, when the reload was used in the abdominal cavity with powered stapler, the firing stopped when it advanced about 15 mm. Bleeding occurred due to staple non-formation at the tip where the firing advanced. Repair was performed over the above-mentioned staple lines by performing additional firing with manual stapler and a new reload. There was also tissue damage reported as a result of this problem.